Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The device had a motor error alarm stuck in the bolus delivery loop. No unexpected check settings alarm noted during testing. The motor passed the motor test. The motor may have had an intermittent failure not detected during testing. Unable to confirm no delivery alarm due to a motor error alarm. The device had a scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.